Manufacturer narrative:
Device eval by manufacturer: the returned product that was received by boston scientific consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually and microscopically analyzed for any defects. No damage was noticed on the shaft. The jetstream device was investigated for the alleged complaint of coating being peeled from the wire when inserted into the device. No black shavings were noticed on the device when returned. A 0.014 test non-boston scientific wire was inserted into the jetstream shaft, and it was noticed as the wire transcended past the tip that the coating was being peeled from the wire shaft. The wire was exchanged for another test guidewire, which was a 0.014 thruway wire, and the test was performed. The coating also peeled from this wire. The functionality of the device was checked by setting up the product per the instructions for use. The device primed and ran as designed. No error or issues were observed. The device ran for a period of 2 minutes with no issues.

Event description:
It was reported that the coating on a wire began coming off while advancing the jetstream over the wire. A 2.4mm jetstream xc was selected for use in an atherectomy procedure to treat 120mm of uncovered in-stent restenosis as well as proximal disease to the stent. During preparation while advancing the jetstream xc over a non-boston scientific guidewire, the device began shearing off the guidewire's coating. The jetstream xc was exchanged for another 2.4mm jetstream xc. The same issue occurred but to a lesser degree. The procedure was completed with the second jetstream xc. The target lesion went from total occlusion to good flow. No patient complications were reported.

Event description:
It was reported that the coating on a wire began coming off while advancing the jetstream over the wire. A 2.4mm jetstream xc was selected for use in an atherectomy procedure to treat 120mm of uncovered in-stent restenosis as well as proximal disease to the stent. During preparation while advancing the jetstream xc over a non-boston scientific guidewire, the device began shearing off the guidewire's coating. The jetstream xc was exchanged for another 2.4mm jetstream xc. The same issue occurred but to a lesser degree. The procedure was completed with the second jetstream xc. The target lesion went from total occlusion to good flow. No patient complications were reported.